Event description:
Customer's husband reported that on (B)(6) 2014, customer's adc blood glucose meter would not turn on when the button was pressed or with test strip insertion. Caller further reported customer was experiencing "hallucinations", had lost consciousness and noted her "sugar was really high". Paramedics were called and customer was transported to a local healthcare facility. Customer was hospitalized and diagnosed with hyperglycemia, but the customer's husband did not know what treatment was rendered. Caller noted customer takes levemir 25 units and novolog 5 units, but it is unknown if she self-treated at the time of the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.